Manufacturer narrative:
(B)(4) it was reported that a patient, >(B)(6), male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. During procedure, the patient developed a pericardial effusion which required a pericardiocentesis; 600 cc¿s of fluid was removed from the pericardial space. A transseptal puncture was performed. The patient was stabilized and transferred to the ccu for observation. The overall time for ablation at the site of the injury was for one hour and fifteen minutes. The patient required hospitalization and reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this was due to patient¿s fragile heart and unsure due to the manipulation of the soundstar catheter, however, there it was no claim of device malfunction. Settings during the event include: power control, temperature cut off at 50 degrees and warning at 43 degrees, flow setting at 30 ml/min. The patient was administered with heparin and maintain between 350 ¿ 400 s act. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: product: carto® 3 system us catalog # fg540000 serial # (B)(4) product: smartablate¿ system rf generator, us catalog # m490007, serial # (B)(4). Product: smartablate¿ system, us catalog # m490008 serial # (B)(4), product: lasso® nav eco variable catheter, us catalog # d134301 lot # 17164661l product: webster® cs catheter with ez steer¿ technology and auto ID us catalog # bd710df282ct lot # 17145073m product: soundstar® 3d diagnostic ultrasound catheter us catalog # sndstr10g lot # unknown product: needle (non bwi product - unknown exact product information) product: st. Jude sl2 sheath (non bwi product) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, (B)(6), underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. During procedure, the patient developed a pericardial effusion which required a pericardiocentesis; 600 cc¿s of fluid was removed from the pericardial space. A transseptal puncture was performed. The patient was stabilized and transferred to the ccu for observation. The overall time for ablation at the site of the injury was for one hour and fifteen minutes. The patient required hospitalization and reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this was due to patient¿s fragile heart and unsure due to the manipulation of the soundstar catheter, however, there it was no claim of device malfunction. Settings during the event include: power control, temperature cut off at 50 degrees and warning at 43 degrees, flow setting at 30 ml/min. The patient was administered with heparin and maintain between 350 ¿ 400 s act.